Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date over 20 years ago. Additional concomitant medical products: item # unk, hip-unknown-cups-unk, lot # unk; item # unk, hip-unknown-liners-unk, lot # unk; item # unk, hip-unknown-stems-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-06534, 0001822565-2018-06535, 0001822565-2018-06536, 0001822565-2018-06537.

Event description:
It was reported that a patient was revised due to pain, radiolucency of the cup, and stem loosening approximately 20 years post implantation. Attempts have been made, and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: complaint was confirmed through provided xray which indicated significant lucency within the greater trochanter and the lesser trochanter. Asymmetric position of the femoral head within the acetabular cup, suggesting polyethylene wear was noted. Lucency along the medial aspect of the distal femoral stem, suggesting loosening was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.